Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. Unable to confirm critical pump error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 370 mg/dl. The customer stated that they had critical pump error and there was water in the insulin pump. Customer reported that they received a critical pump error image on the pump screen. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.